Event description:
Boston scientific received information that the patient's r-wave measurements from this right ventricular lead had decreased to 1.9 mv, down from a measurement of 15 mv four months ago. It was also noted that this measurement generated a yellow alert in the latitude patient monitoring system. It was noted that the r-wave measurements have been ranging from 1-2 mv for the past three months. It was also noted that impedance measurements have been stable and near 800 ohms. A boston scientific technical services (ts) consultant discussed that the decrease in r-wave measurement amplitude could be the result of change in patient condition or medication. Ts also discussed that lead dislodgement was unlikely due to the stable impedance measurements. Ts recommended that the patient visit their physician for full lead tests, including several r-wave measurements. Ts also recommended that an x-ray be performed to check lead position if r waves continue to measure in the 1-2 mv range. Subsequently, the device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.